Event description:
International affiliate had reported that the tip of the driver had stripped with no adverse consequences having been reported. However, receipt of the returned driver by depuy synthes spine found the tip had broken off from the device. It is not known when or where tip breakage occurred. The hospital did not report a product complaint and there is no report of any adverse consequences. As it is possible that the broken tip remains in the patient, possibly within an implanted screw, a medwatch report is being filed to document that event.

Manufacturer narrative:
Examination of the returned polyaxial screwdriver confirmed tip breakage. The instrument was tested for hardness and meets specification requirements. Review of the lot history record found no discrepancies. No other complaints have been reported for this production lot. Although the cause of tip breakage cannot be positively determined, the breakage is indicative of the application of atypical force upon the instrument during use. At this time, the complaint is considered to be closed.